Event description:
Balloon of the flexi-cut used in the procedure had a leak and failed to inflate at the lesion causing an air embolism in the coronary and the patient to go into shock temporarily. The patient became stable, and a stent was successfully placed.